Manufacturer narrative:
Investigation summary: bd received 1 contaminated sample for investigation. Bd was unable to perform further testing on this sample, therefore retention samples of the incident lot were selected from bd inventory. The retention samples were tested and no issues relating to erroneous results were observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure (erroneous results) because the defect was not evident in the testing of the complaint lot samples. Replicates of both complaint (retain) and control samples tested were acceptable in terms of both precision and accuracy. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint was unable to be confirmed for erroneous results. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported the bd vacutainer® sst¿ blood collection tubes experienced erroneous results. The patient was re-drawn using another bd vacutainer sst tube with the same catalog and lot number. The following information was provided by the initial reporter. The customer stated: "on 2/1/2021, erroneous chemistry results were generated from sst tube ref#: 367983, lot#: 0212641 with expiration date of 7-31-2021. All instrument quality control was acceptable and the phlebotomist stated that she didn't have any issues with this patient nor did she pour one tube into another." Additional information received: additional info from customer: which assays or tests are exhibiting issues? Cmp test (mostly the k, ca, alt, ast, mg, and ldh other analytes were affected too.) Analyzer name and model #? Roche cobas 6000. What type of centrifuge is the customer using? Hereus or statspin swing or fixed swing or horizontal. What was the spin time and speed of the centrifuge? Hereus - 3000rpm 10minutes, statspin 4 ¿ 5100 rpm 3 minutes. What is the ramp up time and speed of the centrifuge? Unknown. What is the braking time and speed of the centrifuge? Unknown. What were the storage conditions of product? Room temp. What were the storage conditions during transportation? Room temp. What was method of draw? Straight needle, wingset, syringe, line, unsure/other (please list) probably straight needle. Is tube filled to stated volume? Probably half full. What was order of draw? As recommended by clsi. How many times was the tube inverted? ~8. How were tubes transported? (Pneumatic system, carrier, etc.) Hand-delivered. How long after collection were tubes processed? ~45 minutes. Are there any patient identifiers available? Yes. Did the corse of treatment change? No results were not reported are samples available to send in for investigation? Yes.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd vacutainer® sst¿ blood collection tubes experienced erroneous results. The patient was re-drawn using another bd vacutainer sst tube with the same catalog and lot number. The following information was provided by the initial reporter. The customer stated: "on 2/1/21, erroneous chemistry results were generated from sst tube ref# (B)(4) lot # 0212641 with expiration date of 7-31-2021. All instrument quality control was acceptable and the phlebotomist stated that she didn¿t have any issues with this patient nor did she pour one tube into another." Additional information received: additional info from customer: which assays or tests are exhibiting issues? Cmp test (mostly the k, ca, alt, ast, mg, and ldh other analytes were affected too.) Analyzer name and model #? Roche cobas 6000. What type of centrifuge is the customer using? Hereus or statspin swing or fixed swing or horizontal. What was the spin time and speed of the centrifuge? Hereus - 3000rpm 10minutes, statspin 4 ¿ 5100 rpm 3 minutes. What is the ramp up time and speed of the centrifuge? Unknown. What is the braking time and speed of the centrifuge? Unknown. What were the storage conditions of product? Room temp. What were the storage conditions during transportation? Room temp. What was method of draw? Straight needle, wingset, syringe, line, unsure/other (please list) probably straight needle. Is tube filled to stated volume? Probably half full. What was order of draw? As recommended by clsi. How many times was the tube inverted? 8. How were tubes transported? (Pneumatic system, carrier, etc.) Hand-delivered. How long after collection were tubes processed? 45 minutes. Are there any patient identifiers available? Yes. Did the corse of treatment change? No results were not reported. Are samples available to send in for investigation? Yes.